Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of hemorrhage and hypotension are listed in the perclose proglide instructions for use as known adverse events associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure with a high stick of the left common femoral artery was attempted using proglide devices with a 6f sheath, upsized to 7f, after a diagnostic right superficial artery procedure. Reportedly, the 7f sheath was noted to be mangled after use. The proglide suture and knot came out of the artery intact for two proglide devices. A hematoma developed; imaging revealed retroperitoneal bleeding. The cause of the bleeding was not known. The patient became hemodynamically unstable. Epinephrine and neosyneprhrine were given. A covered stent was placed via left brachial approach to achieve hemostasis. There was a reported clinically significant delay. No additional information was provided.